Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable and damaged serial number label on the system controller (serial number: (B)(6) was confirmed. Upon initial inspection, the damage to the white power cable jacket, evidence of fluid ingress, and faded serial number label were noted. A log file was downloaded during testing, and data spanning approximately 4 days (B)(6) 2024 as per timestamp) was reviewed. The data reviewed showed the controller functioning as intended for the duration. The driveline was disconnected at 11:58 on (B)(6) 2024, consistent with the reported controller exchange. The controller passed all functional testing without issue. The controller was opened, and evidence of fluid ingress on the white power cable was found. The outer layers were stripped where the damage was observed and the fluid ingress was found, but no further damage to the underlying wires was noted. The root cause of the damage was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage to the insulation of the white system controller power cable. The serial number was unreadable. Green liquid was leaking from the power cable. The insulation of the modular cable, which was in direct contact with the green fluid, had been completely degraded. The system controller and modular cable were replaced.